Manufacturer narrative:
The insulin pump was received stuck on a screen and a constant tone due to a cold solder joint on the motherboard. No reset error could be verified due to the frozen display. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with constant tone on their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states the number three appears on the screen, and the screen is frozen. Troubleshoot was conducted and the customer was advised to remove the battery and wait two hours. The customer called back and states they replaced batteries after the two hours, and the device remained frozen. The customer's blood glucose level at the time was 288mg/dl. The customer was advised that the device would be replaced and returned for analysis.